Event description:
End user friend states that end user received the chair last week. The left front wheel is rubbing sound, making it difficult to turn. This friend has not seen the chair, purchased it for end user as a gift.